Event description:
During the coronary artery bypass graft surgery, the heartstring seal was not hemostatic. The surgeon had to put a side biter clamp on to finish the procedure. No additional patient complications were reported.